Event description:
It was reported that a vascular stent partially deployed approximately one-third of the way. The partially deployed stent was removed and another vascular stent was deployed without incident. No report of patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.